Event description:
Safety cup on syringe pulled completely off instead of locking into place over needle and giving injection. This routed in the nurse sticking herself and the needle. Nurse gave resident injection of insulin, after completing injection, she poked the safety cap up. Instead of locking in place over needle the safety shield came off and fell onto floor. This resulted in nurse incurring needle stick.